Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The log file analysis shows that the emergency stop button was pressed shortly after the first x-rays were released. As a result, all system drives were shut down and movements were stopped immediately. The radiation was interrupted and fluoroscopy and acquisition were also stopped (protection measure). Additionally, a pressed emergency stop is displayed to the user on the monitor. According to the operator manual - chapter 2 safety; subchapter 2.5.5 red emergency stop buttons: "however, radiation can be released again if you press the fluoroscopy/ exposure release pedal again, even without canceling stop." Radiation is still available after reactivation. This application was recorded in the log files. Afterwards, several x-ray releases (including roadmap) were performed until the emergency stop button was reset 16 minutes later. Even after resetting the emergency stop button several x-rays were performed. Upon investigation it was confirmed that the system had no malfunction. No system failure or malfunction could be identified and no parts had to be exchanged. The manufacturer is not considering further actions resulting from this event as no malfunction could be identified.

Manufacturer narrative:
Exemption number e2017017. (B)(4) is submitting the report on behalf of siemens healthcare (B)(4), forchheim (manufacturer). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. A user reported a roadmap image problem after the e-stop was accidentally activated. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.